Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the separation and difficulty removing the device appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0 x 20 trek rx dilatation catheter was inflated one time at 14 atmospheres in the left circumflex-obtuse marginal coronary artery bifurcation lesion. After inflation, the trek was unable to deflate. The inflation device was removed and reconnected resulting in a partial deflation. The partially deflated trek was retracted into the guide catheter. Resistance was met with anatomy and the guide catheter. The trek reached the y connector on the proximal end of the guide catheter, but the balloon separated in the guide catheter. The separated segment was sticking out of the y connector and was manually removed. Another trek was used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.